Event description:
The nurse of the hospital reported that she was observing a surgery procedure. During this she observed that the reported device is bent.

Manufacturer narrative:
Evaluation summary: refering to the observed damages it is suggested that the damages were either caused intra-operatively at user site. This evaluation revealed that the reported event is not linked to design of the device but rather to overload by applying too much torsional force which caused the bending and distortion. Functional test revealed the device returned still as fully functional as the observed damage is just of cosmetic nature (appearance\misshaped-bent). This item was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 2 1/2 years) we pre-suppose that the set screwdriver had fulfilled its tasks in former surgeries as intended.